Manufacturer narrative:
Batch review performed on 27 july 2024. Lot 2114930: (B)(4) items manufactured and released on 21-dec-2021. Expiration date: 2026-12-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had knee instability, due to laxity. At about 1 year and 2 months post primary the surgeon revised the 12mm poly to a 14mm poly and resurfaced the native patella. The surgery was completed successfully.